Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that a fragment of a needle was found stuck inside the distal part of the scorpion. There was no harm for patient, operator or third party reported. This was noticed after the surgery. There was no case involvement reported. No further information received.